Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was unable to secure onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked in two areas and the battery compartment threads were damaged. The returned battery cap was undamaged. The cap was able to be fully tightened on to the pump and removed from the pump without difficulty. The complaint was not duplicated during investigation. The pump cover was opened and no internal moisture or loose components were found in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.